Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing was observed during follow-up in clinic. The lead was explanted and replaced. Patient condition was good before and after the surgery.